Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: I have had another issue as below again yesterday evening in the infusion day unit: could you please organise for the collection of the following for investigation: bd plastipak 30nl syringe leur-lok (B)(4), lot: 2512012, bd saf-t-intima (B)(4), lot: 5216443. Customer response received on 3/24/2026 2:31 pm from (B)(6). Could you please provide the detailed event description? Staff were attempting to commence an infusion but were getting occlusion alarms. Was there any patient impact? No, but their infusion was delayed.